Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device over infused an unidentified IV bag. Although requested, additional information was not provided.

Event description:
It was reported from the bone marrow transplant unit that the device over infused an unidentified IV bag. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d.11, b.5 updated. The customer¿s report of over infusion was not confirmed. Physical inspection noted the device to be in poor condition: the instrument seal was observed broken. Dried fluid and corrosion were observed on the female iui and male iui. Pin #8 on female iui pushed out of place. Door latch spring observed cut too long. Dried fluid observed inside the door, on the rear case under the male iui, and under the membrane frame. Heavy fluid ingress and corrosion observed inside the rear case and on the bezel. Damage observed on the bottom right rear corner of the rear case and the motor retainer strap showing multiple cross-marks (indicating the motor shifted within the case) is indicative of an impact event. Mark observed on the logic board at the female iui pin connection (#2) corrosion observed on motor control board and on the ail control board the plastic retainer tab for the upper pressure sensor was observed broken. The upper pressure sensor was observed not fully seated on the cable. The pcu error log showed that no errors were recorded on the reported event date. The pcu event log showed that the suspect device was programmed for an unknown medication to infuse at a rate of 10 ml/hr (vtbi= 240 ml). The device experienced multiple alarms for patient side occlusion, air in line, flo stop open, door open, and check IV set. The recorded alarms do not account for the report of over infusion. Testing showed that the device was delivering IV fluids within specification. The root cause of the reported of over infusion was not identified. Device history review: review of the source device (B)(6) service history record showed the device had a manufacture date of (05/19/2006). A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020) and indicated that this device has been previously returned two (2) times for the following unrelated service: unit verified error 240.4150 (B)(6) 2007) lvp recall (B)(6) 2008) review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.